Event description:
It was reported that the patient had required intervention for hypoglycemia. The patient's blood glucose levels had dropped to 19 mg/dl while wearing the pod. The patient reports having difficulty moving and they had lost consciousness. The patient reports their continuous glucose monitor had not been reading correctly. Upon arrival of the paramedics the patient was treated with intravenous fluids and glucose by mouth spray. The patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.